Event description:
The customer reported that the tube's cuff could not be deflated. The "guide" was jammed, the syringe was changed but "guide" had resistance and it was not possible to check the quantity of air inside the cuff. The cuff was cut, the tube was removed, and the patient was re-cannulated.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made with out the device.